Event description:
Surgeon tried to open the jaws of the device and the trigger to open the jaws was frozen, unable to open. The device never made it to the patient, it was noted before use. It was passed off the field and another device was used. Potential for patient harm.